Event description:
It was reported that the patient patient presented for a follow-up due to feeling dizzy. Upong interrogation, it it was observed that there was no ventricular safety due to crosstalk. The device was reprogrammed and remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.